Event description:
The consumer reported using the prod for eight hrs on her lower hip and right buttock. When the patch was removed the consumer described skin removal resulting in a scab. She treated the area with triple antibiotic ointment. During a previously scheduled visit, she consulted with her chiropractor regarding the injury.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.